Manufacturer narrative:
(B)(4). Additional information requested and received: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? No. Is the patient part of a clinical study? No. Do you have the linx product code lxmc17 lot number and serial number? Do not have lot #. What was the reason for removal of the linx device? Ongoing reflux. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. When was the linx device implanted? ¿ (B)(6) 2018 were there any intra-operative. Complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Yes. Was a new linx placed after this one was removed? No. Was ph testing performed prior to explant to confirm recurrent reflux? Yes. After implant, was the device initially effective in controlling reflux? No. When did the recurrent reflux begin? Patient never got reflux ¿ it never went away. Linx never worked to control reflux symptoms. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Event description:
It was reported that the linx device was removed from the patient due to ongoing reflux. It is unknown if there were any adverse consequences to the patient.